Event description:
The implant surgeon of the hospital reported to our sales rep that during surgery he observed that there was a mispositioning of the distal screw. There was no delay and the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.